Event description:
#Medwatcher #(B)(4). I have had loss of hair almost to the point of bald spots on top. I have had excruciating pain in my sides and pelvic area. I continue to have very heavy bleeding. I had a uti. I have cysts on my ovaries. I have lesions on my liver. I have had dry skin patches on my face that I never had before.